Event description:
It was clarified that the plate itself was not broken. Only the screws were broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: the visual inspection of the screw has shown that screw head is jammed in the threaded hole on lateral side of the lcp plate. The stardrive recess of the screw head has shown strongly deformations. The returned threaded shaft has shown marks of a pliers around the threaded part near the broken surface. The relevant feature is deformed in a manner which prevents accurate measurement of the feature. The investigation has shown that no article number as well lot number was provided/ identified which makes it impossible to review the manufacturing documents. Our investigation has shown that the complaint condition is confirmed as the device was found broken. Because of the damage it is not possible to measure the relevant dimensions anymore. We cannot determine the exact root cause of the complained issue. Multiple factors can lead to technical difficulties on the locking screw. These factors include but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread which lead to the jammed screw head. Postoperative activities of the patient and a possible instability of the fracture situation (multi-fragmentary bone fracture) may have played a certain role, too which finally led to the material overload / fatigue failure on the locking screw. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues can be made. The device history review could not be performed as the article and lot number is not available. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. The investigation has shown that no article number as well lot number was provided/ identified which makes it impossible to review the manufacturing documents. Visual inspection: the visual inspection of the screw has shown that screw head is jammed in the threaded hole on lateral side of the lcp sup-ant-clavicle plate. The stardrive recess of the screw head has shown strong deformations. The returned threaded shaft has shown marks of a pliers around the threaded part near the broken surface. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/specification review: the investigation has shown that no article number as well lot number was provided/ identified which makes it impossible to review the manufacturing documents. Conclusion: our investigation has shown that the complaint condition is confirmed as the device was found broken. Because of the damage, it is not possible to measure the relevant dimensions anymore. We cannot determine the exact root cause of the complained issue. Multiple factors can lead to technical difficulties on the locking screw. These factors include but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread which lead to the jammed screw head. Postoperative activities of the patient and a possible instability of the fracture situation (multi-fragmentary bone fracture) may have played a certain role, too which finally led to the material overload / fatigue failure on the locking screw. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues can be made. The device history review could not be performed as the article and lot number is not available. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent implant removal due to fracture of the locking compression plate (lcp) superior anterior clavicle plate and the four (4) broken locking screws. Patient status and procedure outcome are unknown. Concomitant devices: locking screw (part: 413.020, lot: l810809, quantity: 1), locking screw (part: 413.018, lot: 2l41785, quantity: 1), locking screw (part: 413.014, lot: 2l14082, quantity: 1), cortex screw (part: 404.818, lot: 3l19002, quantity: 1) this report is for an unknown locking screw. This is report 3 of 5 for (B)(4).